Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed that malfunction error did not recur after reset, and successfully started new sensor session; no additional actions were required.